Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Their meter allegedly does not turn off. The result on their meter was unknown. Treatment was not treated. No further information has been reported.